Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to the mayo clinic, some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. There are multiple etiologies for bowel ischemia / infarction including embolization occurring after device manipulation, bav or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, the cause of the peripheral ischemia leading to shock could not be determined; however, it could have been related to patient/procedural factors unknown. No allegation has been made relating the patient's death to the edwards's device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the japanese tavi registry, after a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, on postoperative day (pod) 6, intestinal ischemia, hepatic infarction, and splenic infarction were suspected on CT after extracorporeal membrane oxygenation (ECMO) removal. Surgical intervention was not feasible due to his poor general condition, and the patient was followed up conservatively. On that same day, noradrenalin and vasopressin were started and fluid replacement was performed due to septic shock, but the patient's hemodynamics became unstable, and the patient developed acidemia. Continuous hemodiafiltration (chdf) was considered to perform, but it could not be performed due to the patient's hemodynamic instability, and no improvement was expected. End-of-life care was decided, and death was confirmed on pod 6. The cause of death was reported as "infection".